Event description:
The lab received a phone call from the nicu questioning three positive pcp results on newborns. Urine tox screens are tested on the siemens advia 1800 at our facility. Specimens were pulled and rerun on an alternate method (med tox verdict ii) and found to be negative. The technologist reviewed quality control,factor settings and maintenance on the advia 1800 and found all to be acceptable. Siemens was notified of the problem and they requested printouts to investigate. They found that the analyzer switched to new lots of pcp and opiate reagent and required calibration. The tech initially performed a blank calibration only. This "failed" because new lots require two point calibration. Next, the tech ran the standard only without scheduling the blank again. The analyzer pulled the recently run blank calibration (noted by the astericks on the calibration report) and paired it with the standard calibration. This calibration shows a "pass". Siemens says that this registers as "passed" because it met the analyzer requirements of a 2-pt calibration; no regard to acceptable values on the calibration. It gives a false sense of security when the analyzer shows the calibration as "pass". Controls were then run and found to be acceptable. The technologist had no reason to think that there was a problem. The test was recalibrated and all positive pcp results reported since the last calibration were rerun and corrected.